Manufacturer narrative:
This instrument has been investigated. On 12-5-16 an ocd field engineer (fe) arrived at the customer site and cleaned out the vision drain and probe. The fe verified performance in diagnostics. The customer ran and accepted qc. Repairs have returned this instrument to expected operation.

Event description:
The customer stated that a sample tested negative in manual gel and tested on the vision with 2+. No incorrect results were reported. (B)(4).